Event description:
Lack of stability during placement.

Event description:
Lack of stability during placement. The product placement/removal date has been changed, which is reflected in this follow up report.

Manufacturer narrative:
The product placement/removal date has been changed, which is reflected in this follow up report.